Event description:
Perforation of the left anterior descending and tamponade were reported during deployment of a tetra stent; emergent open-heart cardiac surgery was performed in the cath lab to suture the vessel and resolve the effusion. The left anterior descending was then observed to be occluded distal to the perforation. After the patient was stabilized, pt was sent for bypass surgery. The perforation occurred while deploying the stent distal to, and slightly overlapping, a previously placed cook stent (contrary to IFU). The distal end of the previously placed stent had re-stenosed; this stenosis extended past the distal end of the stent into the mid left anterior descending. The physician was reportedly unsure whether the perforation resulted from a balloon rupture, or if a strut from one of the stents had perforated the vessel. The patient was reported to be doing well.